Manufacturer narrative:
(B)(4). Reporter's phone number was not available. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during a surgical procedure for a right tibial diaphysis fracture using an expert tibial nail, it was observed that the battery handpiece device could not be activated while in use with a power module device. According to the report, the power module device was replaced with another power module device. It was reported that when the nurse checked the trigger on the battery handpiece device, it started working. It was reported that the battery handpiece device was contaminated by the nurse at the surgeon¿s discretion, and while the handpiece device was being re-sterilized, the surgeon reamed the bone manually and inserted the expert tibial nail successfully. It was reported that there was a 20 minute delay in the procedure due to the event, and an identical spare device was available for use. There was patient involvement reported. It was reported that there was no problem with turning the handpiece device on, and the procedure was completed by using the handpiece with the radiolucent drive device. According to the nurse, there was no problem with the devices at the pre-operating check. However, it was confirmed that the power module in question did not work at all postoperatively. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.